Event description:
It was reported that in anesthesia when the md was attempting to insert the swg through the needle, severe resistance was met. As a result, a new kit was opened and used without issue. There was no report delay, death, or complications to the pt. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).